Event description:
It was reported to philips that the device had a faulty 3-way ECG terminal. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. A customer requested assistance from a philips remote service engineer (rse). Per the customer, the unit was experiencing issues with the ECG. Due to the noted issue, the customer requested assistance with a replacement 3-way lead set. Based on the conclusion of the investigation, it was determined that this was a malfunction ECG 3 lead set. Per customer request, a new 3 lead set was ordered to resolve the noted issue . Device remains at the customer site.

Event description:
It was reported to philips that the device had a faulty 3-way ECG terminal. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. A customer requested assistance from a philips remote service engineer (rse). Per the customer, the unit was experiencing issues with the ECG. Due to the noted issue, the customer requested assistance with a replacement 3-way lead set. Based on the conclusion of the investigation, it was determined that this was a malfunction ECG 3 lead set. Per customer request, a new 3 lead set was ordered to resolve the noted issue . Device remains at the customer site.